Manufacturer narrative:
The customer reported that during a code, the ems unit was unable to plug dp2 pads into mrx cable. Pt survived using CPR. Philips evaluated both the customer's device and dp2/p6 pads with no trouble found. The symptom could not be duplicated, and there were no related errors in the system log. There is nothing to support a malfunction of the device or accessories occurred. We are considering this issue a user error and not a malfunction.

Event description:
The customer reported that during a code, the ems unit was unable to plug dp2 pads into mrx cable. Pt survived using CPR.